Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon routine interrogation, electrograms revealed intermittent noise on the atrial lead. The patient was asymptomatic. The lead was explanted and replaced without complications on (B)(6) 2016.